Manufacturer narrative:
The manufacturer previously reported a ventilator would not operate due to an issue with the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor failure was found to be due to shorted windings.

Event description:
The manufacturer received information from a third party service center alleging a ventilator would not operate. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.